Event description:
During a procedure, a rigid piece of plastic placed near the patient's arm pushed against the gantry joystick and activated gantry movement. The operator inadvertently pressed the tabletop button to free the brakes. This allowed the table to free float and move the patient into the collision path of the detector. The detector hit the patient's cheek under the eye resulting in reddening of the skin. The area was treated with ice packs.

Manufacturer narrative:
A ge service representative inspected the system. The system was found to be operating to specification. The detector's anticollision system was functioning properly. Uncommanded table motion due to objects inadvertently moving or pushing the joystick have been previously reported. A validated field action which provides for a protective joystick cover/guard is planned.